Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (ICD) system was removed due to vegetation. It was f urther reported that the left ventricular lead was difficult to extract. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947m62 implantable tachy lead 2012-(B)(6); 419588 implantable pacing lead 2012-(B)(6); d334trm bi-ventricular implantable cardioverter defibrillator (ICD)  2012-(B)(6). (B)(4).